Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought to the operation room. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician suspected the lead had dislodged. The lead was explanted and replaced. No further information was available.